Manufacturer narrative:
Other, other text: h2: additional information: see a1, b3, b5 and h6 (patient code). H3: one cadd legacy 1 pump was received in fair physical condition. The event history log was reviewed and there was no evidence of the reported issue. The reported error code 1310 was able to be confirmed and the pump was also double beeping. The error code 1310 was cleared and the downstream sensor was replaced.

Event description:
Additional information was received indicating that the issue was detected during preventative maintenance. There was no patient involvement.

Event description:
Information was received indicating that a smiths medical pump was presenting with error "lec 1310" and beeps non-stop. There were no reported adverse events.